Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the unpackaged device showed abrasion marks around the inner tube. The picture was reviewed, and metal burrs were noted. -functional testing was not performed with the unpackage device returned due to the damage to the device. The most likely cause of the reported event is user error. Per dfu-0215-eo at revision 1. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device. -two packaged devices returned did not have visual issues in the outer or inside tube and rotated without issues.

Event description:
It was reported that during a hand joint arthroscopy the use of the shaverblade resulted in metal deposits in the patient's joint. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.